Event description:
It was reported that under fluoroscopy, the mid marker of the mini trek appeared to be at the distal end of the balloon. The mini trek predilated the right ventricular branch of the mid right coronary artery with no issues. There was no resistance during advancement or removal of the mini trek. There were no reported issues during preparation of the mini trek. After removal of the mini trek from the patient anatomy, it was confirmed that the mid marker was on the distal end. Despite the marker being distal, the mini trek was used two more times in the patient without incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found contrast visible in the loosely folded balloon consistent with preparation and use of the balloon. After the balloon was inflated to the rated burst pressure, the working length was measured and met manufacturing criteria. The distal edge of the marker was located 2 mm proximal to the distal shoulder. Although the balloon marker was located distally from the center of the balloon, as the proximal edge of the marker was within 1 mm from the center of the balloon, per the product specification, the marker location was still within manufacturing criteria. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all products are 100% visually inspected online for proper marker location. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there has been no similar incidents reported for misplaced markers for this lot. As the returned product was noted to be within manufacturing criteria, there is no indication of a product quality deficiency.